Event description:
As reported by the user facility (translation of user facility info by (B)(4)): delivery inaccuracy: infusion of adriamycin, cytostatic, 120 cc should pass within 24 hours with an infusion of 5 ml/hr, but it ends in 21 hrs, which is 3 hrs before of schedule.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). As informed by our sales organization in (B)(4) the device won't be sent for evaluation to (B)(4). The device has already been evaluated by our technical service / bbm sales organization (B)(4). The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.